Event description:
Pericardial effusion. Background: during 3d mapping with navx, there seemed to be more of effusion than was previously documented at baseline post transseptal crossing. At this point, there was the determination to stop the procedure and perform a pericardiocentesis to remove the blood (approximately 360cc) and ice showed decrease in fluid in the pericardium. It 'seemed' that the catheter was outside the 3d map in the area of the left atrial appendage.

Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. The cause for the reported pericardial effusion is unk. As stated in the instructions for use (IFU), vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel.